Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre reader turned off and restarted and was unable to monitor their blood glucose. As a result, the customer experienced a headache, disorientation, speech difficulty, and had a loss of consciousness. The customer's partner obtained a glucose test on an unknown device and treated the customer with insulin (dosage unknown) for a diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury.